Event description:
An elderly female in cath lab was to have a cardiac angiogram via radial artery approach with attempted pci to her coronary arteries. Doctor (cardiologist) advanced stent catheter over the wire to target lesion. While advancing the stent into the coronary arteries the stent was knocked off of the balloon into the coronary artery prior to the stent being deployed. Attempts were made to retrieve the stent and pull it out of the body. Doctor was unable to pull the stent through the arterial sheath with several attempts. The cardiologist advanced an additional balloon past the stent catheter and inflated it to prevent from traveling elsewhere. The stent was then slowly brought back by this slightly inflated balloon and attempted to be removed from the body but could not successfully be removed from the sheath. The stent was then deployed in the radial artery just below the elbow. Medtronic resolute onyx stent, size 2.5 mm x 8 mm, rapid exchange. Lot number: (10)0010354174. Product retained by hospital and will not be returned to the company. The medtronic company has been notified. Was determined to meet criteria for an unintended retained foreign object after a procedure as a never event and sentinel event however no deviation in care was identified during investigation- no detectible harm to patient.